Manufacturer narrative:
Additional information was not provided for further investigation. A specific root cause could not be identified. The initial high result could not be reproduced at the customer site. No adverse events were reported.

Manufacturer narrative:
Additional information was provided to clarify the date of the event. The date of event was (B)(6) 2011.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Event description:
The user received a questionable vancomycin result for one patient sample. The initial result was 47.68 ug/ml. The treating doctor complained that result was incorrect, so the sample was retested in duplicate less than four hours later and the results were 20.3 and 20.06 ug/ml. These results were in line with previous samples tested on previous days. No adverse events were alleged regarding the issue. The vancomycin reagent lot umber was 630355.